Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on the second fire. The device was stuck on tissue. They were able to get it off but no details were provided on how it was removed. No patient impact reported. No other details of the event are known.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one unformed clip jammed in the jaws; the jaws were in open position. Upon firing of the device, the remaining clips were fed and properly formed. The jaws closed and opened as intended. It could not be determined what may have caused the clip jammed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.